Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The clip applier was analyzed and found to fail the clip test due to misapplication of the clip. The clip applier instrument passed engagement and was able to retain the clip, but it could not apply the clip properly. An additional observation related to the customer reported complaint was also identified: the clip applier instrument was found with one grip bent. The damage was near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the large hem o lok clip applier instrument was not working. The procedure was completed robotically with no reports of patient injury.